Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that the patient's flap was sticky and felt and looked thin during a flap procedure. Additional information requested.

Manufacturer narrative:
Anatomical abnormalities and patient movement may impact the quality of the flap created. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).